Manufacturer narrative:
The authorized service provider (asp) carried out an inspection. A running test was performed, and the issue communicated by the customer could not be reproduced. No other abnormalities were found during the testing. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
E1: reporting address postal: (B)(6). Reporting institution phone #: (B)(6). Reporter phone #: (B)(6).

Event description:
Philips received a complaint on the v60 ventilator, indicating that the device stopped operating. The device was reported to be in use at the time of the reported problem. No patient harm reported. The customer informed the philips sales representative that the device stopped operating, there was no alarm from the device, and the customer could not turn the power back on quickly. The device powered on in a few minutes and was able to be used. The customer continued to use the device because the issue resolved at that time. The spo2 did not decrease at the time of the initial device failure, which was why the customer did not initially find out the device stopped operating at the time of shutdown. There was no patient harm, no medical prevention was required, and no delay in therapy was reported. The customer did not disclose any further patient information. The philips sales representative replaced and collected the device. This investigation is ongoing.